Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, the patient underwent posterior fixation at levels l4-l5 after oblique lumbar interbody fusion(olif) for lumbar canal stenosis due to spondylolisthesis. Intra-op, the tip of the product was broken. The product came in contact with the patient. No fragment was left in the patient. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.